Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two days following an intraocular lens (iol) implant procedure, the patient developed pain, increased intraocular pressure and diagnosis of endophthalmitis with culture of positive intravitreal material for enterococcus faecalis. Additional information has been requested.

Manufacturer narrative:
The product manufacturing site has been updated due to receipt of the iol serial number. The manufacturer report number corrected and reported under 9612169-2020-00135. Additional updated/corrected information was provided in a.1., a.2., a.3., b.2., b.3., b.5., d.1., d.2., d.3., d.4., g.1., g.2., h.4 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient's current condition is improving. The patient was treated with intravenous antibiotics and was hospitalized.